Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. According to the information provided, the longevity of the battery decreased from 3.5 years to 9 months since the last interrogation. A health care professional (hcp) requested to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) discussed that the change in battery longevity could be related to programming options. A replacement interval was not calculated as the data provided was too old. Later, newer data was provided and a safe replacement window of 90 days was recommended. According to the information provided, the patient presented to the hospital after this allegation was made and it was noted that the right atrial (ra) lead output (a non-boston scientific product) changed from auto to fixed due to intermittent high output. Ts also noted through latitude that the patient does pace in 80-90 % range in atrium and ventricle, however power consumption has increased considerably over the past year without significant change in pacing percentage. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. According to the information provided, the longevity of the battery decreased from 3.5 years to 9 months since the last interrogation. A health care professional (hcp) requested to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) discussed that the change in battery longevity could be related to programming options. A replacement interval was not calculated as the data provided was too old. Later, newer data was provided and a safe replacement window of 90 days was recommended. According to the information provided, the patient presented to the hospital after this allegation was made and it was noted that the right atrial (ra) lead output (a non-boston scientific product) changed from auto to fixed due to intermittent high output. Ts also noted through latitude that the patient does pace in 80-90 % range in atrium and ventricle, however power consumption has increased considerably over the past year without significant change in pacing percentage. No adverse patient effects were reported. The device remains in service. Additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. According to the information provided, the longevity of the battery decreased from 3.5 years to 9 months since the last interrogation. A health care professional (hcp) requested to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) discussed that the change in battery longevity could be related to programming options. A replacement interval was not calculated as the data provided was too old. Later, newer data was provided and a safe replacement window of 90 days was recommended. According to the information provided, the patient presented to the hospital after this allegation was made and it was noted that the right atrial (ra) lead output (a non-boston scientific product) changed from auto to fixed due to intermittent high output. Ts also noted through latitude that the patient does pace in 80-90 % range in atrium and ventricle, however power consumption has increased considerably over the past year without significant change in pacing percentage. No adverse patient effects were reported. The device remains in service. Additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.